Event description:
It was reported via remote transmission that device delivered inappropriate hv therapy due to fast atrial fibrillation. Programming changes were made. Patient condition was good after the event. No further episodes were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.